Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient implanted with the subject crt-d on (B)(6) 2020, died on (B)(6) 2021. No information related to the reason of death is available.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient implanted with the subject crt-d on (B)(6) 2020, died on (B)(6) 2021. No information related to the reason of death is available.